Manufacturer narrative:
The investigation is in progress. The phaco tip has not yet been received with this complaint. The device history record for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. Four component phaco lots were identified within the sterile lot. The device history records for the component lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the component device history record reviews. All product was released according the manufacturer's acceptance criteria a root cause has not yet been identified. (B)(4).

Event description:
A doctor reported that the phaco (phacoemulsification) tip did not function well during the sculpting portion of a cataract procedure. There was not enough power to make a groove despite the correct settings it was noted that the tip could not hold onto the lens. Another phaco tip was used to resolve the issue and complete the case. There was no harm to the pt.